Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 250cc mentor smooth round moderate profile saline prothesis catalog: 350635 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 250cc mentor smooth round moderate profile saline protheses experienced left-sided leakage post procedure. There is no information regarding if the mentioned complication was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 265231, and no non-conformances related to the reported complaint were identified. Correction: on 9/23/2019 mentor became aware that the supplemental report submitted on 8/22/2019 erroneously omitted the FDA due date.

Manufacturer narrative:
On 8/21/2019 an error was discovered on the initial report. Date of event was corrected per pc event details information. Furthermore another error was discovered (device code), code 2993 was erroneously entered. Manufacturer ref number #(B)(4).